Manufacturer narrative:
(B)(4) the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when opening the packaging, the nurse noticed that the bronchial connector was broken, although the packaging was intact.

Manufacturer narrative:
(B)(4). The trend review for the last five years on the same defect type and catalogue number/product type is aligned with the shelf life. The product released met specifications. There was no photograph to show the location of breakage, no physical sample was returned to investigate the sample and this product was found broken during opening the package. There was no sample returned for investigation and no photograph available to show the location and condition of break as mentioned. For simulation, a representative sample from production was inspected and there was no defect. Based on the investigation conducted, the complaint could not be determined without the returned actual sample.

Event description:
It was reported that when opening the packaging, the nurse noticed that the bronchial connector was broken, although the packaging was intact.